Event description:
It was reported the manufacturer representative saw a power on reset (por) condition. It was noted the por occurred in box, prior to implant. It was reported the por was suspected to have happened due to emi exposure from security devices. It was noted engineering stated it was ok to implant.

Manufacturer narrative:
(B)(4).